Manufacturer narrative:
This event occurred from (B)(6), 2022 to (B)(6), 2022. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusor stopped flow during patient infusion. After 24 hours 50% of infusion was left in the pump. The devices were filled with 4g piperacillin/tazobactam in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from july 28, 2021 - august 9, 2021. H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye noted white drug precipitate inside the bladder. When the luer cap was opened, no evidence of fluid was observed flowing out at the distal luer of the two samples. Force prime was attempted to revive flow, but flow was not observed. Inspection on the flow restrictor housing which revealed that the cause of the flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Drug precipitate was caused by the drug, not by the folfusor device, and therefore the cause of the flow problem was a use-related factor. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.